Event description:
Event description guidant received information that during the implant procedure for this left ventricular lead, the coronary sinus was inadvertently dissected. The device was then programmed to right ventricular pacing. The lead was not used and the procedure was aborted.